Manufacturer narrative:
It was noted that the device is not available for evaluation. If additional information is received, it will be provided in a supplemental report upon completion of the investigation. Device evaluated by manufacturer? Not returned.

Event description:
This pi is for revision of primary due to squeaking. Patient stated she had a left tha on (B)(6) 2006, a month after surgery patient started to squeak and was revised on (B)(6) 2007. Around (B)(6) of 2020 patient started to experience pain and noise. Patient follow up with her surgeon and an x-ray was taken. The patient was told she needed to be revised due to corrosion. The patient stated the surgeon had to break her bone in three different sections to remove the implant. Patient is seeking compensation.